Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision due to dislocation on (B)(6) 2014. No further information has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.